Manufacturer narrative:
(B)(4). Date sent: 4/15/2020. D4: batch #t5eu65. Investigation summary: the analysis results showed that one gst60b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, they went to load the cartridge and notice that one third of the way from the proximal end the blue part was damaged. A similar device was used to complete the case with no patient consequences.